Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the shaking had not completely stopped but it was only slight. When asked what circumstances led to the surgery, it was reported the life span of the battery was approximately 4 years. It was reported the battery depletion was considered normal.

Manufacturer narrative:
Other applicable components are: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient was sitting at the table and their right hand just started flopping all over. If the patient held their arms up they just shook. The patient didn¿t have a controller and stated that the neurologist adjusted the device to the point where if they needed to change anything it could affect their speech or movement. The patient called back and wanted a physician¿s listing. Additional information was received, and they reiterated that their hand suddenly started flopping uncontrollably and violently. They were really shaking. The caller said they had called earlier, and somebody was going to send a fax of hcp¿s but they sent houston and they needed dallas since they had moved. The patient had been seeing a neurologist who did the adjusting and had told the patient they thought there was nothing they could do for the patient as far as adjustments went. They also couldn¿t find their card. It was reiterated that the patient didn¿t have a controller, so they couldn¿t have accidentally turned off stimulation. The patient would follow up with their hcp. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating the shaking in their arms happened suddenly with no warning. It has been a while since their last replacement. The patient scheduled a pre-op appointment on friday, (B)(6) 2019. The surgery is set for tuesday, (B)(6) 2019. The sudden shaking has not yet been resolved, however, they anticipate this to be resolved with the surgery. No further complications were anticipated at this time.